Event description:
It was reported that noise resulting in oversensing was noted on the device. Provocative testing was performed and the noise was able to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.